Event description:
Information received from the field does not address the patient's clinical status but notes that the device exhibited "anomalous" lead impedances and poor thresholds. During the replacement procedure, a tear was visible on the lead.